Event description:
It was reported that a right ventricular (rv) lead showed high out-of-range pacing impedance measurements of over 3000 ohms. It was inquired if with this condition the pacemaker system can go through a magnetic resonance imaging (MRI) scan. Technical services did not recommend it and suggested that the physician should considered risks vs benefits before performing the MRI under this condition. The information suggests the rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information regarding the unspecified 7741 lead were unsuccessful. If further information is provided, a supplemental report will be issued.